Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that during setting up, the shaft part of the bur, which should have been fixed, came off. The device was replaced and a back-up device was used. There was no delay in the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the shaft was turned by hand using the head of the bur while viewing the drive mechanism [the bur tang]; the tang was not turning which indicated a broken shaft and would result in the reported event. The shaft was removed from the assembly for further analysis [it measured 5.66¿ from tip to break point]. The break point at the proximal end corresponds to the distal side of the tack weld on the tang. The shape of the fracture was consistent with shear [or bending] stress. (B)(4). If information is provided in the future, a supplemental report will be issued.